Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). (B)(4). Without a lot number, a review of the device history records could not be requested. Product investigation summary: the following devices were received broken (broke intra-operatively, which is addressed in (B)(4) and its associated medwatches): 2.7mm va locking screw (part 02.211.0xx / lot unknown) - quantity: 3; 2.7mm metaphyseal screw (part 02.118.5xx / lot unknown) - quantity: 1. One of each of the following devices were received undamaged: 3.5mm cortex screw (part 204.826 / lot unknown); 3.5mm locking screw (part 212.107 / lot unknown); 2.7mm va locking screw (part 02.211.014 / lot unknown). Three screws were received intact and undamaged. The associated drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal ulna olecranon hardware removal was performed on (B)(6) 2015. The date of the original procedure was (B)(6) 2013. The reason for the removal was minimal loss of extension, and bursitis over the hardware. A surgical delay of approximately sixty to ninety (60-90) minutes was reported, as well as significant bone loss related to reaming or coring over the screws for the removal. The procedure was then completed without further incident. Hardware removal only; not revised to anything else. This report is 5 of 5 for (B)(4).